Manufacturer narrative:
H11. Additional narrative. Updated d4, h4, and h6. Based on the information available, a definitive root cause cannot be conclusively determined. A device history record (DHR) review was not performed, as no information regarding a device failure mode was provided. Furthermore, there is no allegation of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown model valve in tricuspid position was disabled via a valve-in-valve procedure after an unknown implant duration due to unknown reasons. A 9755rsl 26mm transcatheter valve was implanted successfully.

Manufacturer narrative:
H11. Additional narrative. Updated a1, a2, a3, b5, d1, d4, d6.

Event description:
It was reported that a 7300tfx 27mm valve in tricuspid position was disabled via a valve-in-valve procedure after an implant duration of 9 years, 11 months due to unknown reasons. A 9755rsl 26mm transcatheter valve was implanted successfully.